Event description:
Caller tested 4.3 inr and 4.1 inr on the coaguchek xs system while a comparison lab returned as 1.85 inr. . No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).